Event description:
On (B)(6) 2015, the icp sensor was implanted in the patient. On (B)(6) 2015, it was found that the white coating of the cord of the icp sensor was peeled off. Since the icp sensor was still connected to the icp express with the copper wire inside the cord, there was no problem with its functionality. On (B)(6) 2015, the icp sensor was removed since the icp express became unable to identify it.

Manufacturer narrative:
The sample was returned and evaluated by the supplier. The supplier's investigation also included a review a quality records related to the instrument. That review found that prior to distribution; the device met all manufacturing and quality testing/inspection specifications. The evaluation of the returned instrument found that the device was received in two sections. The catheter material and internal wires were separated at the connector (mashed) and suture was attached to the catheter material. No testing was possible due to the condition of the device as it was received. Based on the supplier's evaluation, they were able to confirm the complaint as reported and determined the cause of the failure to be mishandling of the catheter, however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.